Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (16 mg/ml at 6.364 mg), fentanyl (3000 mcg/ml, dose rate unknown), and bupivacaine (0.5 mcg/ml, dose rate unknown) via an implantable pump for spinal pain. It was reported that the patient's pump was replaced on (B)(6) 2021 and the pocket site from the replacement not healing. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient was non-compliant with following activity related discharge instructions and not wearing an abdominal binder. No troubleshooting was performed. The physician created a new pocket and moved the pump to the new pocket. The catheter was revised, the physician added a catheter. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's medical history was unknown.